Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4)- mps (B)(6) reported j4 locked up. J4 physically will not move. J4 brake will not release when homing. Re-seated the lemo connectors on the cpci and it started working. For isolation; swap j4 and 5 front side card. Swap 4 and 3 rear card and replace the j3 (original 4 card)(208606-1). Ran 4 hass cycles. Update: per mps (B)(6), the issue occurred during the tha case, there was a surgical delay of approximately 10 minutes, there was no patient impact, no medical intervention and the surgeon was able to utilize the robot for reaming but converted to manual for impaction. The mps will upload the log files by the end of today.

Manufacturer narrative:
"Reported event: mps (B)(6) reported the j4 of the robotic arm locked up. Device evaluation and results: per (B)(4): fse confirmed the j4 brake not releasing resulting in the robotic arm locking up at j4. The fse reseated the lemo connector on the cpci and it started working. For isolation; swap j4 and 5 front side card. Swap 4 and 3 rear card and replace the j3 (original 4 card)((B)(4)). To verify system performance 4 hass cycles were conducted. System is ready for clinical use. Device history review: a review of the DHR associated with (B)(4) found quality inspection procedures successfully passed. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 208606, serial number (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: system was verified to be performing without errors. System is ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard."

Event description:
(B)(4) - mps (B)(6) reported j4 locked up. J4 physically will not move. J4 brake will not release when homing. Re-seated the lemo connectors on the cpci and it started working. For isolation; swap j4 and 5 front side card. Swap 4 and 3 rear card and replace the j3 (original 4 card)((B)(4)). Ran 4 hass cycles. Per mps (B)(6), the issue occurred during the tha case, there was a surgical delay of approximately 10 minutes, there was no patient impact, no medical intervention and the surgeon was able to utilize the robot for reaming but converted to manual for impaction. The mps will upload the log files by the end of today.